Manufacturer narrative:
Unable to confirm the as reported observation with testing of the product return.

Event description:
It was reported by the facility that during the sterilization process the central sterilization technician noticed liquid seeping out of the base of the electrode where the probe was attached. This was noticed after the electrode was used in one procedure only. They suspected the liquid was blood as the liquid was red in color and they did not reuse the electrode.

Event description:
It was reported by the facility that during the sterilization process the central sterilization technician noticed liquid seeping out of the base of the electrode where the probe was attached. This was noticed after the electrode was used in one procedure only. They suspected the liquid was blood as the liquid was red in color and they did not reuse the electrode.